Event description:
The customer contacted baxter's technical service center to report a hot smell on a homechoice (hc) machine during dwell 4 of 5. The care giver (cg) stated that the hc smelled very hot during one of the three set ups the previous night. The technical service representative (tsr) initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue, hc smelled very hot, was neither confirmed nor duplicated during evaluation. The assignable cause for the reported issue homechoice smelled very hot was undetermined. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A review of the service history revealed no failures/problems that were the same as or similar to the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty.